Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 6935-65 implantable tachy lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the lead integrity alert triggered due to the right atrial (ra) lead and right ventricular (rv) leads having impedance measurements greater than 3000 ohms, oversensing, and high thresholds due to a suspected device header issue. The device was explanted and replaced and the ra and lv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned, analyzed, and revealed a device hybrid shorting of low resistance. It was noted that the short was between the cu trace terminations cfbm to ahm on the left side of the die stack.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.